Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that at device change out, externalized conductors were observed. All measurements were normal. Patient will be monitored.